Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the charge nurse (cn) confirmed the blood leak was internal and occurred two hours after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250ml. Immediately following the event, the patient was re-scheduled for treatment the following day and completed treatment without issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. During the lot history review it was noted that there was no other complaint reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the charge nurse (cn) confirmed the blood leak was internal and occurred two hours after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250ml. Immediately following the event, the patient was re-scheduled for treatment the following day and completed treatment without issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. There was no evidence of blood was noted on the outside of the fibers (which would be indicative of an internal leak). The returned sample was subjected to a laboratory bubble point test and there was no leak was detected. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses the no-sample investigation of the current event. There is no other complaint event of any kind reported against this lot number. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event.

Event description:
A user facility inventory manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the charge nurse (cn) confirmed the blood leak was internal and occurred two hours after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250ml. Immediately following the event, the patient was re-scheduled for treatment the following day and completed treatment without issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.